Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. They would have taken a soda at home to self-treat. The patient did not take a fingerstick at home as they did not have any test stripes. After self-treatment the patient experienced being extremely tired and went to the hospital. When a fingerstick was taken at the hospital the cgm was reading 50 mg/dl, and the blood glucose reading was 442 mg/dl. The patient was treated with intravenous solution and insulin. The patient left the hospital around nighttime on their own request, and the blood glucose reading was 150 mg/dl at that moment. At the time of the report the patient was stable and the reading was 120 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional, d9: device available for evaluation - additional, h2: additional information, h3: device evaluated by mfg - additional, h6: type of investigation - additional.

Event description:
The product was evaluated. An external visual inspection was performed and passed. There was no dabmage to the wearable. A pairing test was performed and failed. As previously reported in the initial MDR, data was evaluated and the allegation was undetermined. The probable cause could not be determined via data.